Event description:
A us distributor reported that a monitor was unable to inset battery.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to insert battery) was confirmed. Upon evaluation, the monitor was unable to insert a battery due to physical damage. The cause of this was a shorted j1 battery connector the ca. The root cause of the shorted j1 battery connector cannot be positively identified. No adverse event resulted from the damaged monitor.